Event description:
It was reported that the patient's communicator would not power on. Patient stated the light blinks yellow and blinks yellow and purple flashing lights when they press the power button. Patient stated the communicator had been plugged in for 3-4 hours. Agent confirmed communicator was not plugged in and had patient attempt to reset the communicator several times. Issue persisted. Patient stated they were able to use their recharger, but they see that their therapy is off and want to know how to turn therapy back on. Agent reviewed functioning communicator will be needed. Repair request sent to replace communicator. Patient to call back when they get new communicator to walk through turning therapy back on. Agent received call from patient in regards to received the replacement communicator. They stated that they plugged the device into the outlet but the bluetooth light was still flashing orange. Caller stated they plugged the communicator into the outlet to take it out of shipping mode but the bluetooth was still flashing orange. Agent had the patient attempt to reset the communicator but the issue was persistent. Patient changed the charging block and outlet , and then confirmed that the bluetooth light was flashing blue. Agent was able to walk the caller through the steps of pairing the communicator to the handset. The troubleshooting steps that were taken resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.